Event description:
A malfunction alarm occurred, identified as "malf 9," but there were no adverse impacts on the customer's blood glucose level. Customer received assistance from technical support to reset the pump, successfully addressing the malfunction without recurrence. Technical support advised the customer to continue using the pump and to report back if the malfunction alarm returned.